Event description:
It was reported that the user experienced repeated occlusion alerts with an inset infusion set that were only resolved after changing the infusion supplies, and the component implicated was the connector/coupler consistent with an obstruction of flow; the user confirmed using an inset with 23-inch tubing, and troubleshooting and education were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation-related problem leading to flow obstruction at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.